Manufacturer narrative:
H3, h6: manufacturer's preliminary results and conclusion: the root cause for the issue has not yet been determined. Additional information was requested for the investigation. Initial actions (corrective and/or preventive): no general problem has been detected for the installed base which requires an immediate action. The investigation is ongoing. A supplemental report will be submitted to the FDA upon completion of the investigation.

Event description:
Siemens healthineers became aware of an issue with the luminos agile max system. The customer communicated that a patient fell when a piece of the footboard broke off. There were no injuries resulting from the event. It is assumed that, in a worst-case scenario, a serious injury might have resulted from a person falling.

Manufacturer narrative:
H3, h6: siemens healthineers completed the detailed investigation of the reported issue. It was stated that a patient fell when a piece of the footboard broke off. The affected footboard was returned for investigation and was installed on a test system. Throughout the testing process it was possible to attach the footboard exactly as described in the user manual. No malfunction of the locking mechanism could be identified. During repeated attempts, it was not possible to provoke an unintentional release or detachment of the footboard from the table. Even though there was visible damage to the rail on the underside of the footboard, the component remained securely attached during all tests. It could not be determined whether there were any issues with the customer¿s system with the locking mechanism, the visibility of the red and green markings, or if a table mat was used. No evidence regarding a defect in the locking mechanism was submitted. Based on the investigation results there is no indication of any malfunction of the footboard. According to the information from the service engineer, the issue was solved on site with replacement of the footboard (material number 8893385). Shs internal post market surveillance does not indicate a general problem with the spare part. In general, it is recommended to check the footboard again before each use to ensure it is properly attached. The correct handling is described in the operator manual chapter: accessories and auxiliary devices; page 218-220. To further improve the understanding of how to use the footrest, the description in the operator manual has been updated with additional details and illustrations on how to securely attach the footboard. The improved operator manual has been available since 03/2023. For the installed base, an addendum for the improved understanding of the handling of the footboard was released on 6/12/2022 (print no. Xpd0-000g.621.01.02.02) with ui xp051/22/s. The affected customer received the addendum in january 2023. The complaint was closed.